Event description:
A malfunction was reported, indicated by malf 9 code. There was no adverse impact to the customer's blood glucose level. The customer did not previously reset the pump for this issue, so technical support provided reset instructions and assisted in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump with the understanding to call back if issues re-emerged.